Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance the lantern, the physician noticed the distal end of the microcatheter to be kinked under fluoroscopy. Therefore, the lantern was removed. The procedure was completed using other pushable coils. There was no report of an adverse effect to the patient.